Event description:
Additional information was received that programming changes were made to adjust the sensitivity. The lead will most likely be replaced at the time of device change out, will continue to monitor until then. No patient symptoms reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a routing device check, out of range pacing impedance measurements of greater than 3000 ohms were observed on the right atrial (ra) lead. A request for additional information has been sent.

Manufacturer narrative:
This report will be updated if additional infromation is received.

Event description:
Subsequent information indicates that the device was explanted for normal battery depletion. The device has been returned for analysis. There were no adverse patient effects reported.